Event description:
A surgeon presented the removal of a dislocated intraocular lens (iol) from a pt's eye via a video. The reason for the lens dislocation was not provided. The objective of the video was to demonstrate a technique to remove or reposition a dislocated iol in less time and through a smaller incision. Per the video narrator, a vitrectomy was also performed during the lens retrieval. No pt identifiers were provided. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).